Event description:
It was reported that, "preop: liner exchange. Outcome: all components pulled-loosened tibia surgeon elected to go to a zimmer lck."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.